Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd neoflon¿ IV cannula the customer reported that they encounter problems with the catheters peeling back therefore children need to be injected many times. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: the nonconformance cannot be confirmed as no sample was returned for investigation. Thus, no root cause can be determined. The complaint will be re-opened if the sample is returned for investigation. No return sample for investigation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Investigation conclusion: the root cause could not be determined.